Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: water tightness failure was observed from the button. A probable root cause cannot be identified. A device history record of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had difficulty in focusing. There were no reports of patient harm.